Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Rejecting MFR. Report # 1818910-2011-11568. Medical records received indicate product is a competitor product.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2574655. A search of the complaint database finds additional reported incidents against lot code 2590348 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege: on or about (B)(6), 2008, pt was implanted with a depuy pinnacle device with an ultamet liner on her right side. After the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into pt's blood, tissue, and bone surrounding the implant. As a result, pt has been experiencing severe pain and discomfort and inflammation in her thigh, groin, knee, back and hip-joint; the formation of metallosis and pseudotumors in and around the hip-joint; a clicking sensation and sound in her hip-joint whenever walking or moving to and from a sitting position; and an inability to walk properly; stiffness in the hip-joint when moving from a sitting to a standing position; sensation that her hip is going to give out on her; and other complications. Pt will likely need to undergo revision surgery to replace the implant.